Manufacturer narrative:
Initial (B)(4) results for one patient sample when using architect (B)(6) reagent, lot number 72304fn00 was observed by the customer. Return testing was not completed as returns were not available. A review of tickets for architect (B)(6) reagent lot 72304fn00 did not identify an increase in complaints related to (B)(6) results and no trends for the reported issue. Historical performance of the architect (B)(6) assay was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 72304fn00 is within the established control limits and no unusual reagent performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect (B)(6), lot 72304fn00. This report is being filed on an international product, list number 6c36 that has similar product distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer reported (B)(6) results on one patient. The patient had previously been tested on (B)(6) 2017: (B)(6)=4153.48 (>/=0.05iu/ml=(B)(6)) and (B)(6)=9.33(>/=1.00s/co = (B)(6)). On (B)(6) 2017 results were (B)(6): (B)(6)=0.00iu/ml (<0.05iu/ml=(B)(6)) and (B)(6)=0.94s/co (<1.00s/co =(B)(4)), nucleic acid testing was also negative. The sample from (B)(6) 2017 was retested on (B)(6) 2017: (B)(4)=2.44iu/ml and (B)(4)=8.51s/co. New sample drawn (B)(6) 2017 results were: (B)(4) =3.41iu/ml and (B)(4)=8.85. There was no additional patient information provided.